Event description:
Medtronic received a report of a pipeline device that became stuck during delivery then failed to open and became stuck during withdrawal. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the posterior communicating artery with a max diameter of 4.4mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The access vessel diameter was 3mm. The landing zone (artery size) was 5mm distal and 5mm proximal. Dapt (dual antiplatelet treatment) was administered with a platelet reactivity units (pru) level of 20. The angiographic result post procedure was, "posterior communicating artery aneurysm." No images are available for review. It was reported that the stent failed to open within the microcatheter and became stuck in the catheter during withdrawal. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). The catheter was flushed as indicated in the IFU. The catheter was flushed continuously with heparinized saline. It was noted that the pipeline device became stuck in the distal section of the catheter during delivery. The physician did release the load (slack) in the system in an attempt to resolve the issue, however, it did not resolve the issue. There was no catheter or pushwire damage. Catheter resistance occurred in the distal section of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.